Event description:
It was reported that the patient presented to the clinic with high lv ventricular lead impedance. Loose connection was suspected. The device was manipulated in the pocket and took repeated lead impedance readings with no variation and recorded the electrograms. All data looked normal. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.